Manufacturer narrative:
Concomitant products: model: 6996sq58, sub-q defib coil; implanted: (B)(6) 2016; model: 6937a-58, drfib coil; implanted: (B)(6) 2016.

Event description:
It was reported that during a procedure to add defib coils to the patients existing implantable cardioverter defibrillator (ICD) system the physician attempted to insert the lead and inadvertently damaged the coil of the sub-q lead. The lead was removed and an alternative lead was implanted in which the physician had difficulty placing the coil due to the patients anatomy. The patient did experience torn skin at one of the multiple insertion sites while the physician was attempting to tunnel the sub-q coil into location. Once the additional leads were placed the patients existing ICD was tested for defibrillation thresholds (dft). Patient was unsuccessfully defibrillated and needed to be externally defibrillated. Reprogramming and multiple configurations were attempted but due to the patients condition none of these worked. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was further reported that the patients right ventricular (rv) lead was "unable to defib at max output after multiple attempts." The lead was removed and replaced. The patient's implantable cardioverter defibrillator (ICD) has also been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.